Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms or rewind anomaly noted during testing. All buttons function properly. No stuck button error alarms noted during testing. No damage was noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. Device passed the keypad voltage test. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error and sticking issue. Customer reported down button stuck while pressing. Rewind was slower and made grinding noise. No harm requiring medical interventions was reported. The insulin pump will not be returned for analysis.